Event description:
It was reported that pump displayed malfunction code 06 but no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted customer with resetting pump, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction code recurred, which customer acknowledged and understood.